Event description:
Customer reported that during routine replacement of the tube, the cuff would not inflate. Customer confirmed this was discovered during insertion and the tube was immediately removed and replaced.

Manufacturer narrative:
No sample is expected to be returned. Without the actual complaint sample, a full investigation cannot be completed. However, previous investigations for similar issues related to difficulty with cuff inflation due to cuts/tears have been performed. This investigation has revealed that slits and tears may occur for various reasons during the clinical use of the product. We are unable to determine the cause for this specific event. However, manufacturing has implemented controls to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.